Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. There were no episodes of noise noted. Programming options were discussed. No adverse patient effects were reported. The lead remains in service.